Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the reported sensing anomaly could not be determined.

Event description:
It was reported during a device change out, multiple auto mode switch episodes were observed due to oversensing noise on atrial channel. The device was explanted and replaced successfully. The patient condition is good.